Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products: persona femur cemented cruciate retaining (cr) catalog # 42502006402 lot # 64459637; persona stemmed 5-degree tibia catalog # 42532007102 lot # 64452066; persona all poly patella catalog # 42540000032 lot # 64591618; 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 64607290; headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 64599397; biomet bc r 1x40 us catalog # 110035368 lot # 838daf1401; biomet bc r 1x40 us catalog # 110035368 lot # 824bal1107. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Event was initially reported on 0001822565-2020-04202. Multiple MDR reports were filled for this event: 3007963827-2021-00005, 3007963827-2021-00006, 0002648920-2021-00006. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient has experienced pain, swelling and limited range of motion. The patient alleges to have had a cortisone shot in spine, cortisone shot in knee surgical site, had nerves cut around devices, and unknown dose of gabapentin. However, no revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided. From additional information received, it was reported that the patient is also experiencing discomfort. Also, the patient alleges the adverse events could be from the bone cement.